Event description:
Reported via clinical study. It was reported an embolic stroke occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2022, and a 20mm watchman flx closure device was implanted with complete laa seal and deployed device diameter of 18.0 mm. The patient was discharged the same day on apixaban (10 mg/day) and aspirin (81mg/ day). On (B)(6) 2024 (783 days post-index procedure), the patient presented to the emergency room (ER) after experiencing sudden left-sided weakness, facial droop, and involuntary arm movement while standing. Symptoms resolved within 60-90 seconds but briefly recurred en route to the hospital. The patient also reported slurred speech and word-finding difficulty. Review of systems was positive for facial asymmetry, speech difficulty, and weakness. Physical and neurological exams were unremarkable. EKG showed normal sinus rhythm with left bundle branch block. Computed tomography (CT) head showed no acute findings but noted chronic changes and left frontal encephalomalacia. CT angiogram revealed no large vessel occlusion or aneurysm, with moderate atherosclerosis. Magnetic resonance imaging (MRI) visualase brain ablation showed a right cerebellar lesion without significant edema. Aspirin was discontinued and apixaban initiated. The patient was hospitalized for further evaluation. On (B)(6) 2024, a stroke alert neurology consult was conducted. CT head remained negative for acute changes. MRI brain revealed small acute infarcts in bilateral posterior frontal lobes, chronic small vessel ischemic changes, and right cerebellar encephalomalacia. CT chest showed no acute pathology but noted a cardiac device, calcified granuloma, and coronary atherosclerosis. The patient was discharged home with outpatient neurology and primary care follow-up. On (B)(6) 2024, follow-up imaging prompted referral to neuroradiology for further evaluation of the cerebellar lesion. On (B)(6) 2024, neurology consultation concluded the event was likely cardioembolic, affecting bilateral middle cerebral artery (mca) territories. The patient was clinically stable with no new findings. On (B)(6) 2025, the patient returned for neurosurgical evaluation of the cerebellar lesion. The patient remained clinically stable with no concerning symptoms. MRI showed interval growth of the right cerebellar mass with increased enhancement. No other masses were found. CT chest/abdomen/pelvis showed no primary lesion. The patient was referred for craniotomy workup and outpatient radiation oncology. On (B)(6) 2025, the patient underwent successful craniotomy for cerebellar mass and was discharged home (B)(6) 2025.